Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer¿s blood glucose level was 140 mg/dl. The customer suspected that the rough guide rails on the pump may have caused the fit issue; however, this could not be confirmed. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.